Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergoing transforaminal lumbar interbody fusion (tlif) for lumbar stenosis. It was reported that cage shattered during insertion. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis #705788147:part # 3992608; lot # h5415364 visual inspection confirmed the cage was returned broken. The damage to the cage is consistent with excessive force placed on the implant during use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.